Manufacturer narrative:
Follow-up #1 date of submission 09/07/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2016 with the following findings: a review of the pump black box data showed evidence of call service (064) alarms. The pump successfully passed the rewind, load, and prime steps during testing. The pump was exercised for 24 hours with no alarms. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas and it was reported that a 064 call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.